Manufacturer narrative:
Customer care initiated follow-up attempts to gather additional information; however, the user was not reached. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the healthcare provider reported an unsuccessful attempt to remove a previously implanted sensor from the user's right arm. An incision was made, and multiple localization methods were utilized, including use of the transmitter and magnet; however, the sensor could not be successfully removed during the procedure. The user reported doing well following the attempted procedure.based on the information available, a subsequent removal attempt is planned to be performed at the end of the sensor wear period.